Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a coulter 4c plus cell control tube was leaking blood. Per customer, the cap of the leaking tube appeared to be damaged. The user was wearing personal protective equipment (ppe) consisting of gloves at the time of the incident. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
The root cause of the leak was that the cap of the control tube was damaged. The customer was sent a replacement set of controls. (B)(4).